Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was not confirmed. However, it was discovered, the device continued to give out an alarm due to a faulty main circuit board. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the high flow insufflation unit front panel was flashing and humming during set up for a therapeutic laparoscopic surgery procedure. The procedure was completed with a similar device without delay. There was no patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty main circuit board could not be determined. Olympus will continue to monitor field performance for this device.